Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device took sheets of skin thinner than expected and needs calibrated. There was no harm or delay. Another device was used to finish procedure. Diligence is complete.